Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, shortly after implant, this right ventricular (rv) lead exhibited loss of capture. Review of the lead revealed thresholds had increased and impedances were fluctuating significantly. A lead dislodgement was suspected and confirmed via x-ray. A revision procedure was performed and this rv lead was repositioned. No additional adverse patient effects were reported.